Event description:
It was reported that during a left anterior lateral fusion and posterior lumbar fusion l3 l4 procedure, the head of the bur broke. It was also reported that a x-ray was performed to locate the bur head; irrigation was used to flush the head out. It was further reported there was a 1 minute delay to the procedure which was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was returned to the MFR for eval, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all critical specs were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.